Manufacturer narrative:
The reported oad was received for analysis. Adhered biological material was observed on the driveshaft near the crown. Examination of the area did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation was unknown. A guide wire was passed through the oad, including the area of accumulated material, with no resistance. The oad spun at all speeds and functioned as intended. The device data log identified a motor stall occurred during the procedure, but this was unable to be replicated during device analysis. The root cause of the motor stall was unable to be confirmed. At the conclusion of the device analysis, the reported event of a perforation was unable to be conclusively confirmed, however, the reported event of the device stopping was confirmed with the motor stall in the device data log. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral procedure, an orbital atherectomy device (oad) was used to treat a heavily calcified, diffuse lesion in the posterior tibial artery (pt). During treatment on high speed, the oad stopped spinning, and a perforation was observed. Balloon angioplasty was performed, but the perforation was not resolved. A stent was placed to seal the vessel. In the physician's opinion, the perforation was caused by the oad. The patient was discharged the same day as the procedure.